Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter. Correction: block b1: adverse event and product problem change to product problem. Block b2: outcomes attrib to adv event. D4: model number. Block h1: type of reportable event. H11: investigation results. Block h11: investigation results: the returned resolution 360 clip was analyzed, and it was found during visual inspection the device returned without the clip assembly with evidence of full deployment with the control wire kinked and cut. Microscopic examination was performed and showed evidence of full deployment with the control wire kinked and cut. No other problems with the device were noted. A risk review was completed and confirmed that the event of clip failure to release from catheter was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. There is no evidence the device was used in a manner inconsistent with the labelled indications and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. The reported event of clip failure to release from catheter and handle break was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, clip failure to release from catheter as the device returned fully deployed. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. By examining the device provided by the customer, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend, for which he had to cut it. Factors such as applying extra force during deployment, using pliers to pull out and then cut the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Additionally, the reported code "handle break" will be concluded as device problem excluded. Based on the thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
Additional information: the control wire was noted to be cut in the product investigation it was reported to boston scientific corporation that a resolution 360 clip was used during an ogd procedure performed on (B)(6) 2025. During the procedure, after clip was closed the spring in the handle broke and was unable to deploy the clip. The nurses and physician attempted to jiggle the clip and unsuccessful in getting it to deploy. The physician yanked the clip out of the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter. Additional information: block b1: adverse event/product problem. Block b2: outcomes attrib to adv event. Block b5: describe event or problem. Block e1: initial reporter first name, initial reporter last name, initial reporter title, initial reporter email. Block h1: type of reportable event. H6: impact code. Block h11: the returned resolution 360 clip was analyzed, and it was found during visual inspection the device returned without the clip assembly with evidence of full deployment with the control wire kinked and cut. Microscopic examination was performed and showed evidence of full deployment with the control wire kinked and cut. No other problems with the device were noted. The reported event of clip failure to release from catheter and handle break was unable to be confirmed. The investigation results summary did not detect any problems related to the reported issue, "clip failure to release from catheter" as the device returned fully deployed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. By examining the device provided by the customer, it is likely that the physician encountered difficulties during the deployment of the clip, which caused the control wire to bend, for which he had to cut it. Factors such as applying extra force during deployment, using pliers to pull out and then cut the control wire to aid clip deployment, etc., may have contributed. Several procedure-related factors, including angulation and technique, may have also played a role in this difficulty. Additionally, the reported code "handle break" will be concluded as "device problem excluded". Therefore, the most probable root cause assigned is adverse event related to procedure.

Event description:
***08feb2026*** additional information: the control wire was noted to be cut in the pi it was reported to boston scientific corporation that a resolution 360 clip was used during an ogd procedure performed on (B)(6) 2025. During the procedure, the spring in the handle broke and was unable to deploy the clip. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of failure to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophageal variceal banding and gastric ulcer procedure performed on (B)(6) 2025. During the procedure, the spring in the handle broke and was unable to deploy the clip. The doctor and nurses attempted to jiggle the clip, but it could not be deployed. The doctor pulled the clip out from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.